Event description:
It was reported that during a gastric bypass procedure, on the initial firing with a green cartridge on the pouch, the staple formation was not complete. On one row of each side the staples were malformed. The area was over sewed. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.